Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.

Event description:
Additional information received noted that post-paced t wave oversensing occurred again. Programming changes were performed. The patient was in stable condition.